Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the cd drive was unable to load exams. The site stated that the cd would spin and try to load with no images being able to be pulled. They also noted damage to the cd when ejecting. It was further reported by the manufacturer representative that when loading a cd, the system would accept it as designed, but when reading from the cd in the application (selecting a patient from the cd), the system would make a "loud spinning noise." When the cd was ejected, it was damaged. It was noted that the manufacturer representative did not know if system was plugged in to adequate wall power. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736388, h3: a manufacturer representative went to the site to test the equipment. It was reported that the cd would spin and try to load with no images being able to be pulled. It was found that the cd drive was possibly stuck and that it was destroying cds. It was recommended to replace the all-in-one (aio). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the computer was returned for analysis. Functional testing determined that the computer was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.